Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had yellow wrench controller fault. Left ventricular assist device (lvad) parameters were stable. The event log file captured the controller internal fault alarms starting on (B)(6) 2025 at 0606. There was a flag noted in the background of the log file concerning boost voltage for the controller. It was recommended to exchange the controller to resolve the events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller internal fault alarm was confirmed via the log files and during testing. The system controller event log file was reviewed, and timestamps spanned approximately 6 days (16:32:49 on 23jun2025 to 09:00:12 on 29jun2025). Beginning on (B)(6) 2025, a controller internal fault alarm due to a boost overvoltage fault activated. Additionally, on (B)(6) 2025, the driveline was disconnected for a system controller exchange. The system controller was shut down, clearing the controller internal fault alarm. The pump maintained a speed within the expected range while the driveline was connected. The returned heartmate 3 system controller, serial number (B)(6), was connected to a power module and a mock circulatory loop. Following the driveline connection, the controller internal fault alarm was active. The controller was cycled from power, clearing the alarm. The length of time and frequency were inconsistent for when the controller internal fault alarm would activate. The controller¿s power cables and backup battery were replaced; however, this did not resolve the alarms. Analyzing the main printed circuit board (pcb) traced the issue to the boost overvoltage circuit and a latched digital signal while the alarm was active. The cause of the controller internal fault alarm was traced to an issue with the overvoltage circuit on the main pcb; however, a further root cause could not be conclusively determined during this investigation. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including controller internal fault alarms. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.